Manufacturer narrative:
Device evaluation follow-up #1 submitted 03/20/2013: the device was returned to animas and evaluated by product analysis on (B)(6) 2013 with the following results: testing confirmed intermittent responses to button presses on the 'up', 'down' and 'contrast' buttons. Confirmed damage to the keypad-the keypad is lifting and peeling below the 'ok' button extending to the 'up' arrow button. Confirmed damage to the keypad-the keypad is lifting and peeling below the 'ok' button extending to the 'up' arrow button. The button contacts are exposed. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons. Observed the 'down' arrow button contact is misaligned.

Event description:
On (B)(6) /2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the up arrow and down arrow keypad buttons required hard presses to elicit a response. The reporter noted damage to the keypad and alleged that the response issues had occurred first. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.